Manufacturer narrative:
Eval summary: alignment of the components cannot be assessed from the x-rays provided as the left leg appears externally rotated in all ap views provided. In the pre-revision ap view the medial side of the tibia shows a darker area under the component and the tibial component has the appearance of being shifted anterio-laterally. Primary operative notes state range of motion and stability was excellent and full extension and flexion were achieved with trial components. No mention is made regarding the knee being held in extension while the cement cured. Visit notes dated (B)(6) 2013 state the pt denies injury or accident. X-ray review references lucency and possible shifting of the tibial tray. The knee was aspirated, but no pathology results were provided. Revision notes state the tibial tray was grossly loose and easily lifted out. Substantial erosions were noted in the metaphysis, particularly on the medial side. A root cause cannot be determined with the info provided; however, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to issues for which zimmer implemented a field action in april 2010. A field action was conducted on april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The device in question was implanted prior to this field action without a drop-down stem extension. Eval codes: the device history records have been reviewed for all the implanted components, and indicate the devices were manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the pt was revised due to pain, swelling, and dislocation.